Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a combiset bloodliine transducer allowed air to get into the system. There was no reported patient harm in the initial report. After the documented phone calls and email attempt, no further information has become available. There has been no sample returned.